Manufacturer narrative:
The customer technical support (cts) assisted the customer with troubleshooting measures and found the probable cause for this event as use error due to inadequate maintenance of the ise tubing. The customer replaced all tubing in cell one to resolve the issue. No further action is required. Section a2, a3, a4 and a5: information was not provided. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining false high sodium (na) and chloride (cl) patient results for fifteen (15) patients, on their au5800 clinical chemistry analyzer (pn b96698, sn (B)(6). The customer repeated the sample on another system and obtained a result considered correct by the customer. There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient demographics.